Manufacturer narrative:
(B)(4). When the guide wire was returned for evaluation, reportable malfunction (coil wire fracture) was recognized; therefore, the date the manufacturer became aware of this event was considered the date the guide wire was returned. The guide wire was inserted in the concomitant catheter when the devices were returned. Approximately 25 mm of the distal wire was out of the catheter tip. Distal to the catheter tip, coils were found unraveled and fractured. The catheter tip was drawn into the catheter lumen. Microscopic observation of the guide wire found the coils were also unraveled and fractured proximal to the wire tip. Fragmented coils were gathered towards the wire tip as the core wire underneath was exposed for approximately 11-25 mm from the wire tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently and continuously applied on the guide wire while the wire tip was being trapped by the calcified lesion. That accumulated torsion was assumed to make the coils unraveled and eventually fractured; the unraveled coils that drawn into the catheter tip made the devices to become stuck on each other. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a moderately calcified cto in the rca #2. The subject guide wire was advanced to the lesion with an asahi catheter. When the wire was attempted to be removed to another wire, it became stuck with the concomitant catheter. Both devices were removed from the vasculature. New devices were replaced to resume the pci. The procedure was successfully completed with reestablished blood flow by stenting. The patient was reportedly problem-free after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.